Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog one source pack, it was reported that the centrifuge bowl failed and blood spilled outside the bowl. Customer could not complete the cell salvage procedure. See attached photos. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the customer was unable to identify any cracks because the washer was stained with blood when it was removed from the compartment. The compartment was stained with blood. They observed a pool of blood beneath the machine. There was no visual, audible, or performance abnormalities. The bowl and other consumable were not replaced or re-installed. The fill (fluid) level of the reservoir was 900ml, the holding was 250ml, the saline was 150ml and there was 1750ml of fluid in the waste bag at the time of the issue. An error warning message appeared stating that the centrifuge failed. The error code 12 appeared. The patient lost a total blood amount of 2200ml during the surgery. They performed one round of washing and they collected approximately 150ml of blood but they were unable to transfuse it back to the patient. The blood was not flowing out for the bag. A transfusion was required as a result of this leak. They transfused 1000ml of blood. Additional information h6. Patient codes (ime/annex e), device codes (fdd/annex a):these fields have been updated additional codes: imf (annex f) health impact: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.